Event description:
Ous MDR - atp and inappropriate shocks were emitted due to rv lead noise interruption.

Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. The analysis revealed multiple signs of abrasion along the lead body. In particular 9.5 cm to 8 cm proximal to the lead tip the insulation was abraded through. This damage can be considered the root cause of the reported oversensing with shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with a nearby lead as well as atypical tissues during the implantation time of more than 10 years should be taken into consideration. Furthermore the analysis showed several extraction damages such as deformed shock coils and fractured conductor cables which may result from significant ingrowth of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.